Manufacturer narrative:
Date sent: 12/10/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported tip of instrument had broken off during surgery and was left in the pt. No problem with instrument during use so staff were unaware. Procedure: unk.